Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving bupivacaine (30 mg/ml at 20.9 mg/day) via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. The patient reported symptoms to the office on monday ((B)(6) 2019) which he said started saturday ((B)(6) 2019) afternoon. He reported feeling burning/tingling from his waist to his feet and diarrhea. It was determined on (B)(6) 2019, when the patient was seen in the office, that the pump motor stalled on (B)(6) 2019 and the patient was having mild symptoms of withdrawal from the bupivacaine. The patient denied having an MRI. The pump was turned down by 50% in case the motor stall recovered. The patient did not want to replace the pump as he stated that he was doing okay without it, so no surgical intervention was planned. The issue was not resolved at the time of the report. It was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the pump was supposed to be explanted but had not been and was now empty and beeping. It was reported that the pump shutdown password was provided. No further complications have been reported.